Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Imdrf impact code f2301 captures the reportable event of additional device required (forceps) to successfully retrieve the detached fragment.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stone performed on (B)(6) 2026. During the procedure, the cutting wire broke the moment cautery was attempted. It was reported that the broken fragment detached inside the patient was successfully retrieved from the stomach with a forceps. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stone performed on (B)(6) 2026.during the procedure, the cutting wire broke the moment cautery was attempted. It was reported that the broken fragment detached inside the patient was successfully retrieved from the stomach with a forceps. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Imdrf impact code f2301 captures the reportable event of additional device required (forceps) to successfully retrieve the detached fragment.block h11: investigation results:the returned truetome 44 was analyzed, and a visual evaluation noted that the cutting wire was blackened, broke, and detached. The detached section was not returned. No other problems with the device were noted. With all the available information, boston scientific concludes that the reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was blackened, broken and detached. Based on the condition of the device, the wire break could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to detachment. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.